Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. Prior to use on the patient the needle broke. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.